Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported elevated blood glucose (bg) levels. The patient claimed that on (B)(6) 2011, she had a routine blood test performed at 6:30 pm. The patient's health care provider (hcp) informed her that the blood draw revealed a bg level of "840 mg/dl." The patient denied having any symptoms of hyperglycemia at the time. On (B)(6) 2011, the patient claimed that her bg's were responding to corrections administered via the pump. At the time of the call with animas, the patient indicated that her bg level was "579 mg/dl" and she had symptoms of a dry mouth and dizziness. A review of the pump revealed that the pump was suspended on (B)(6) 2011, from 10:27 am to 7:36 pm. It is unknown why the pump was suspended during the time period. Also, the tdd history revealed a 43 unit bolus total on (B)(6) 2011, a 15 unit bolus total on (B)(6) 2011, and a 24 unit bolus total for (B)(6) 2011. According to the animas representative involved in this contact, the prime history of the pump revealed several instances where the patient primed greater than 100 units. The patient denied observing any issues with the infusion set(s). She also denied observing air in the cartridge(s) or signs of leaking insulin. The patient's site also looked ok. The pump's alarm history showed 4 empty cart alarms on (B)(6) 2011 between 4:21 am and 10:16 am. The animas representative noted that no product defects were found with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed an elevated bg level that meets animas' criteria for a serious injury related to hyperglycemia. However, the patient's injury can be possibly attributed to use-error since the pump had been suspended on the day of the event for about 9 hours. In addition, some of the patient's prime amounts exceeded 100 units.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.